Event description:
During product examination by a baxter service technician, a flo-gard infusion pump was found to have a cracked hinge. This pump was returned by the customer as an end of service device with no alleged deficiencies. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is an ancillary service event. The device was visually examined by a baxter technician. The cause of the cracked hinge is unknown. The device will not be repaired as it will be sent for destruction. If any additional relevant information is received, a supplemental report will be submitted.